Event description:
It was reported that the user experienced frequent low glucose readings last recorded at 59 mg/dl and requested assistance with a factory reset; the user was guided through the reset and is awaiting continuous glucose monitor (cgm) connection to proceed with setup and enter weight for automated insulin delivery. Customer care provided support that included communication with the user and analysis of information provided. Investigation of this case revealed no findings were available and the device problem and component could not be determined due to insufficient information. No clinical symptoms associated with hypoglycemia reported. Outcomes included no health consequences or lasting impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.